Event description:
During treatment of pt, oxygen cylinder valve was turned on by fire fighter. Flash fire occurred with severe damage to regulator body. Fire fighter suffered 3rd degree burns to left hand and arm. Cylinder-d size alluminum regulator - aluminum body. No source of ignation found at scene.